Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0p1ck, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their wires came loose. It was stated the lead got disconnected. They noticed the problem back in (B)(6) 2016 and were confirmed by their healthcare professional (hcp) in the first part of (B)(6). It was noted that the manufacturer representative happened to be at the hcp office that day and both the hcp and the rep said they had never seen that happen before. They wanted to fix it right away, but the patient asked them to wait till (B)(6) 2016. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.